Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle connection of the bag. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not identified during the visual inspection of the returned sample; however, some tpn solution was observed to be leaked into the outer pouch by visual inspection of the photo sample. Functional testing of the sample was performed, and leak was noticed from the administration port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.